Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information: the patient mentioned that the reported issue began on (B)(6) 2010 at around 8:11 am. The patient woke up with symptoms of sweating, confused and fell unconscious. She regained consciousness on her own and tested her blood glucose and obtained a result of 45 mg/dl. She self-treated herself with a glucagon injection and felt better shortly after. The patient mentioned that she had tested herself in the early morning of (B)(6) 2010 before the symptoms and also had obtained very low readings. She did not recall the result. Due to the event, her physician asked her to come to the lab and do a meter to lab comparison. The patient tested her blood glucose on (B)(6) 2010 at around 7:30-8:30 am and had obtained a blood glucose reading of 91 mg/dl on her meter and less than 10 minutes later tested in the lab and obtained a 69 mg/dl. The patient self-treated herself with a snack before the lab result, since she knew she was going to at the doctor's office for some time due to other appointments. The technique of applying blood on the test strip was correct. The test strips was not expired and was in good condition. The product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient's symptoms correlated with meter readings and the patient developed symptoms prior to testing. Patient treated herself according to meter readings. The complaint is being reported the meter to lab comparison is greater than 20% or 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.